Event description:
User facility medwatch report (4500440000-2022-8030) received stating: the surgeon performed another intravascular ultrasound, which showed some evidence of incomplete expansion at the most proximal aspect of the abre stent at the inferior vena cava notch and some level of luminal loss. To address this problem, the surgeon then advanced with the 12 armada balloons from both femoral vein access and ballooned the most proximal aspect using the kissing balloon technique to gain a good wall apposition and expansion of the abre stent at its proximal extent. What was the original intended procedure? : bilateral iliocaval reconstruction. What problem did the user have (check all that apply) : device failed (e.g. Broke, couldn't get it work or stopped working). No additional information was provided.

Manufacturer narrative:
It is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: medwatch report# 4500440000-2022-8030.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Device available for eval changed from ni to no.

Event description:
User facility medwatch report (4500440000-2022-8030) received stating: the surgeon performed another intravascular ultrasound, which showed some evidence of incomplete expansion at the most proximal aspect of the abre stent at the inferior vena cava notch and some level of luminal loss. To address this problem, the surgeon then advanced with the 12 armada balloons from both femoral vein access and ballooned the most proximal aspect using the kissing balloon technique to gain a good wall apposition and expansion of the abre stent at its proximal extent. What was the original intended procedure? : bilateral iliocaval reconstruction what problem did the user have (check all that apply) : device failed (e.g. Broke, couldn't get it work or stopped working) subsequent to the initially filed report, the following information was provided: the patient presented with inferior vena cava occlusion, bilateral iliac vein occlusion, chronic venous insufficiency and clinical, etiologic, anatomic and pathophysiologic (ceap) classification 4 of skin changes assigned to venous disease. The 14x80mm armada 35 balloon dilatation catheter (bdc) ruptured. The bdc was prepared (air aspiration) outside the anatomy prior to use, without any issues. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.